Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative reloaded config file from backup and rebooted. 2d mode accessed on pendant. Performed re-home. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site botted the image acquisition system (ias) and it would not initialize. The site aborted the use of the imaging system and switched to a c-arm. A representative was able to troubleshoot over the phone and they were able to reload the configure file to the ias and the ias fully booted. The site used the system for post-op confirmation spin. There was no reported impact to patient outcome and a reported delay of less than one hour.